Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the pump powered on with no audible sounds. The vibratory alarm feature functioned normally. The pump was opened and there was no electrical connection to the piezo due to contact alignment failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event this complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.